Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-09084. It was reported that when the trial lead was pulled out the physician suspected infection. Reportedly, the patient was admitted to the hospital. CT did not show findings for infection but MRI confirmed infection. Patient was administered 3 antibiotics. Patient was discharged from the hospital and issue was resolved.